Manufacturer narrative:
Product ID 8709sc, lot# n174804028, implanted: 2009 (B)(6); product type catheter product ID 8590-1, lot# n195109, implanted: 2009 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the pump logs indicated several stalls that went back as far as (B)(6) 2014. The last motor stall in the logs was (B)(6) 2014 and the pump had not recovered since. There was also a low reservoir alarm that occurred (B)(6) 2014 and an empty reservoir alarm that occurred (B)(6) 2014. The patient had an increase in pain. The patient was in a tremendous amount of pain, so they increased the dose to 4.2 mg/day. It was undecided if the patient would be treated with oral medications or if the pump would be replaced. The device system was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.